Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the laser did not indicate the correct eye and the incorrect treatment was performed. The right eye was treated with the left eye information. The patient will come back for retreatment. Additional information was received. The patient is returning for remainder of the treatment and the prognosis is good.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, field service engineer (fse) investigated the bed issue and was unable to reproduce or confirm. Fse completed system verifications. System is operating within specifications; service installation record (sir) for bed was performed. Review of the logfile for the day of treatment showed no relevant error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of first treatment for patient, a bed warning message occurred. The user most probably pushed retry button. Immediately after, a second warning was prompted with the same message. The user was warned twice that patient bed position did not match with patient eye. It is not possible to see whether the user corrected the patient bed position or not in logfile. The user confirmed the warning message because otherwise the treatment could not have been continued without confirmation of the message. Log file also confirms that the treatment data of left eye (os) has been uploaded twice so treatment of the right eye (od) was most probably performed with the treatment file of the left eye (os). This was confirmed by user. The energy was stable during the whole day. The user has not performed an energy check before this patient. No technical problem could be identified during logfile review. The root cause could be concluded as user handling. User needs to make sure the entered patient and treatment data coincide with the correct eye of the patient. User was reminded twice that selected patient eye and bed position did not match. The manufacturer internal reference number is: (B)(4).